Event description:
It was reported the pt experienced a loss of motor function in both legs from the knees down to the feet while in post-implant recovery. After 20 minutes with no improvement, the physician opted to explant the system. It was further reported partial motor function had returned a few hours after the procedure. The next morning, the pt had regained complete motor function.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.